Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal and a damaged battery compartment. Functional testing was able to verify and duplicate the reported problem. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the battery compartment is broken. There was unknown patient involvement.